Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has provided MRI results showing "condition after bilateral breast arthroplasty. Signs of intracapsular rupture of implants of the right mammary gland." Device remains implanted.